Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number: 0002023141-2023-02600 was reported in error. Please disregard this submission. No further reports will be submitted for this event. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up." H2: checked follow-up type. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that after placing the implant at tooth site 37, the driver did not disengage and the implant lost stability. The doctor was unable to removed the driver and the driver bent. No other implant was placed and patient will have to return to place a new implant.